Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dim/faded/discolored. Reportedly, adjusting the contrast did not resolve the issue but the screen was still legible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2014 with the following findings: the complaint of a dim, faded display could not be investigated because the pump would not power on. There was evidence of moisture found inside the pump, and corrosion visible in the battery compartment. Leak testing revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.